Event description:
Reporter alleged blood glucose measured 800 mg/dl which is outside the reading range of the device. It was stated afterwards a result of hi was received on the meter compared to a nurses meter of 302 mg/dl performed within minutes of each other. No treatment was sought or received as a result. A request was made for the return of the suspect device and replacement product was sent.